Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
While connecting the luer lock syringe to the connecta lumen for the medicine, the luer lock tip of the syringe is not locking properly with the lumen. This leads to leakage of the medication and fails the purpose of using the luer lock.